Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, when this implantable cardioverter defibrillator (ICD) was connected to the leads, no sensing was observed and the pacing impedance was high, out-of-range and greater than 3,000 ohms. The device was disconnected and the lead terminal pins were cleaned but the issue was not resolved. The leads were re-tested on the pacing system analyzer (psa) with appropriate values noted. It was reported that another sales representative clicked the impedance testing function on the programmer and then the device was functioning normally. Engineering review of the data noted multiple faults on (B)(6) 2025. The first was high voltage during charge. This was followed by an unusually large number of lead_leakage_in_session and leakage_on_lead faults. All three of these types of faults indicate a source of energy other than the ICD was sending current through the patient. This could be electrocautery or monitoring equipment with poor grounding. In total there were 1,238 lead leakage faults. This could have interrupted telemetry communication. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. At the patient's routine device follow up on (B)(6) 2025, a code 1006 was observed, indicating high voltage has been detected on the leads during a charge. There were multiple alerts recorded for this issue. The device stored many episodes in the vt-1 monitor only zone and nonsustained vt episodes that showed appropriate sensing. Technical services recommended performing a manual capacitor reformation to evaluate the device. The local sales representative reported this was already tried and the result was unexpected, at zero (0) seconds. Engineering review of the device data confirmed there was an abnormal amount of lead leakage faults, with the counter showing 2,164 faults. The cause of the faults could not be determined, but engineering concluded that high voltage therapy was not available and recommended immediate device replacement. However, the local sales representative reported that the patient's medical condition was poor with many comorbidities and they were not willing to undergo a device replacement procedure at this time. Subsequently, the patient passed away on (B)(6) 2025, from causes unrelated to the device. The device was buried with the patient.